Event description:
Stent did not cross the lesion in the distal lad. Shaft broke, and the dr used a taxus instead and it worked.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. However, details of the procedure are not available.